Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that a couple weeks ago, the patient sat down in the car with a coat on and had a lot of pain all of a sudden. The patient stated they got out of the car and walked around a little bit and shortly after that they started having pain down in their right buttock where the leads went into the pelvic area. After several days of this, the patient lowered the therapy from 1.7 to 1.6 and it seemed to take care of the immediate problem but the patient was still sore when walking (like a bruise). The patient had not had any falls, trauma, or extra exercising. The patient stated the pain was originally right where the battery was inserted. The patient was not going back to the surgeon until march. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient stated being implanted for bowel but for a long time they had been having bladder leaks. The patient saw their gynecologist/urologist and they were instructed not to go on medication until finding out if the interstim therapy could help. The patient stated that interstim had helped their bowel issues but they were wondering if it could help for their bladder leaks as well. The patient was redirected to their hcp. [Refer to (B)(4) for details about another time the patient's setting was too high.].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that they were unsure of the cause of the settings being too high. They stated they sat down in their car and experienced a sharp pain where the battery was located. They had to get out of the car and walk it off, which seemed to help the pain. They started getting pain in their lower right pelvic area which they thought might have been the lead wire moving somehow and thought maybe the setting was too high for that location. The patient lowered the setting to 1.6 on program 6 (from 1.7) and while it stayed sore for a few days, it was now ok. They planned to bring this up to their healthcare provider(hcp), since the manufacturing agent they talked to on monday feb 10th couldn't assess it over the phone.